Event description:
The information received through the legal department indicated that the patient presented to the emergency room with an acute inferior wall myocardial infarction (ami). A percutaneous coronary intervention (pci) was performed and the patient had two cypher stents implanted in the mid right coronary artery (rca) during the index procedure in overlapping fashion: a 2.5 x 13 mm stent distally and a 2.5 x 18 mm stent proximally. Approximately two years after the index procedure, the patient experienced an inferior wall mi. Coronary angiography was performed and a 90-95% stenosis was noted proximal to the previously implanted cypher stents. The lesion was treated by implantation of an additional cypher 2.5 x 18 mm stent. The patient was discharged the day after the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2009-00220 and # 3003742446-2010-00097.

Manufacturer narrative:
This female patient experienced the formation of thrombus during implantation of two cypher stents and restenosis approximately two years post implantation. Past medical history includes hyperlipidaemia, esophageal reflux, cad, hysterectomy, breast implants and smoker. The indication for the index procedure was an acute inferior myocardial infarction. This patient's emergent presentation with an ami puts her at increased risk for mace. In addition, his presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. Angiogram revealed total occlusion over a long segment of the mid rca and there was 20-30% stenosis in the ostial lad and 40% discrete lesion in the mid lad. A competitor's balloon (maverick) was used to pre-dilate the distal rca which resulted in complex ventricular ectopy and accelerated idioventricular rhythm. Marked bradycardia also occurred which responded to atropine. The rca lesions was successfully treated with the implantation of a 2.5x13mm cypher stent followed by a 2.5x18mm cypher stent overlapping and proximally to the first stent. There was 95% stenosis in the posterolateral branch which was balloon dilated because of inability to primarily stent the lesion. Post-dilation is conducted with no residual stenosis and timi iii flow. There was a small mobile thrombus in the vessel during the procedure which ultimately lodged in the distal portion of the posterolateral branch at termination of the procedure. Reopro drip was administered. Two days post procedure the patient had an episode of chest discomfort associated with hypotension and bradycardia. Beta-blockers were reduced and the events resolved. Medications prescribed at discharge included aspirin and plavix, lopressor, mavik, and lipitor. In cardiac rehabilitation, the patient was strongly encouraged to discontinue tobacco use, follow appropriate diet and physical activity. Approximately two years later, the patient was hospitalized with acute coronary syndrome. Coronary angiography revealed a new, 90-95% discrete stenosis proximal to the previously implanted cypher stent in the mid rca. Successful stenting of the proximal rca with a 2.5x18mm cypher was conducted and the event resolved. (B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x1203672 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombotic events are known potential adverse events associated with coronary artery stenting. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. There are patient factors, (acute mi presentation, smoking, hyperlipidaemia) that may contributed to these events. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2009-00220 and # 3003742446-2010-00097.